Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The xt clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is filed for clip caught in chordae, with increase in mitral regurgitation and requiring surgical intervention (ntw clip). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One xtw mitraclip was implanted and there was some mr reduction. A second xt mitraclip was advanced into the patient anatomy. The device was rotated clockwise for positioning and a chordal rupture occurred. Standard troubleshooting maneuvers were performed, and the clip was able to be removed without issue. A third ntw mitraclip was then advanced. The clip grasped the leaflets, but failed to get mr reduction. The clip then became entangled in the chordae and was unable to be removed. The clip was implanted where it was, in the chords and on the anterior leaflet only. The mr increased to grade 4+. The patient underwent a surgical mitral valve replacement procedure on (B)(6) 2022. The implanted clips were explanted. Post surgical procedure, the patient was in stable condition. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The xt clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is filed for clip caught in chordae, with increase in mitral regurgitation and requiring surgical intervention (ntw clip). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One xtw mitraclip was implanted and there was some mr reduction. A second xt mitraclip was advanced into the patient anatomy. The device was rotated clockwise for positioning and a chordal rupture occurred. Standard troubleshooting maneuvers were performed, and the clip was able to be removed without issue. A third ntw mitraclip was then advanced. The clip grasped the leaflets, but failed to get mr reduction. The clip then became entangled in the chordae and was unable to be removed. The clip was implanted where it was, in the chords and on the anterior leaflet only. The mr increased to grade 4+. The patient underwent a surgical mitral valve replacement procedure on (B)(6) 2022. The implanted clips were explanted. Post surgical procedure, the patient was in stable condition. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. The reported adverse events of mitral regurgitation (mr) and tissue damage as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Based on all available information, a cause for the reported entrapment of the device resulting in foreign body in patient could not be determined. The reported tissue damage is a result of a result of procedural conditions the reported unchanged mr was a result of tissue damage. Lastly, the reported surgical intervention was a result of case-specific circumstances. The reported surgical intervention was a result of case-specific circumstances, as the patient underwent a surgical mitral valve replacement procedure. There is no indication of a product issue with respect to manufacture, design, or labeling.